Manufacturer narrative:
Investigation reults according to the description of the complaint, the green rotating knob of the present instrument is broken into several parts. Unfortunately there were no parts of the broken rotating knob enclosed. The instrument itself is damaged, the shaft is bent / broken off. We assume, that this is a secondary damage, most probably caused by the transport. Unfortunately, an analysis of the actual error is therefore not possible. There are no similar complaints against the same lot number(s) with this error pattern. Because the defective part of the instrument was not enclosed, an investigation was not possible. Therefore the root cause for the problem cannot be determined. The rotation knob- type used at this type of instruments is the same as at the rest of all articulable instruments. The present complaint is the only one with this error pattern at hand. For this reason we rule out a material defect or a manufacturing error. According to the 8d report no CAPA is necessary.

Manufacturer narrative:
Correction: product receipt date at aag was updated.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with a caiman device. During the product trial, the surgeon used the articulation paddle. Upon pulling the paddle, the green rotation portion shattered. This caused several pieces of the device to land on the sterile field outside the patient's body and they fell onto the floor. The device would no longer articulate. Replacement caiman was swapped out and case continued. There was no patient harm. The incident occurred during laparoscopic surgery. It was noted that this unit had been stored improperly due to covid for about 6 months prior to use. The adverse event / malfunction is filed under aag reference (B)(4).